Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic appendectomy, the ligasure device did not perform a complete seal. An end tone indicating a completed cycle was heard, but no seal had occurred. Less than 250cc of bleeding resulted, and the procedure was converted from laparoscopic to open in response to the issue. Other ligasure devices have been used successfully with the same generator. There was no patient injury, and the procedure was completed.

Manufacturer narrative:
Two lf1737s were received for evaluation. Both devices had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection showed no defects with either device. The returned product met specification as received. The customer reported that one of the devices was not recognized and that the other device did not seal properly. The reported conditions were not confirmed for either device. The investigation could not determine which complaint was associated with which device. The logs of the rfid tag were reviewed for both devices and showed each device had been used on an ls10 generator. One device completed 84 seals; the other device completed 93 seals. The devices were plugged into an ls10 generator and were recognized. The devices were activated on simulated tissue with satisfactory results. No error messages were displayed. No alarms were generated during activation. Functional testing was performed with the returned devices on porcine kidney tissue. Multiple seals on various size vessels were made by both devices with visually acceptable results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the devices to function normally and within specifications. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.